Manufacturer narrative:
The device was returned to the MFR for repair. The svc record indicates that the device is 3 years old and has been in 2 times for repairs. The last repair was on (B)(6) 2009, for an unk issue. The inspection found the machine head which was damaged (nicked), and the device ran erratically and the motor speed did not settle to a steady rpm. The cause of the reported issue is a possible failing motor. This is likely due to a lack of annual preventative maintenance. A review of the device indicated the motor bearings to be somewhat "gritty" feeling. This could indicate a less than smooth motor action, particularly under load, which would then affect the blade movement. Should the blade movement be erratic, this certainly would contribute to unevenly cut grafts. The nicked machine head is unlikely to have caused unevenly cut grafts. This is a re-usable device, subject to normal wear and tear, and was last serviced at zimmer in (B)(6) 2009. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspections and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome allegedly was resulting in uneven thickness of the skin graft. Add'l clinical f/u with the customer indicated that the hosp reported that the skin graft was uneven and very little of the graft was usable. The graft was described as "spiked and uneven." An add'l donor site harvest was required which was completed with an alternative, available on-site, device without notable increase in surgical time, 3-5 minutes.